Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a recurrent left inguinal hernia. The patient experienced recurrence. Post-operative patient treatment included revision surgery and repair of hernia with bard mesh.